Event description:
Adverse event: plaque formation. Time of adverse event: after the procedure. Device issue: none. The following event was noted through a periodic article review. One year post implantation of the vision stent, although described as not being restenosed, angioscopic findings showed a white, clean neointimal proliferation-like stable plaque in the stent. The pt was asymptomatic. There was no reported treatment. No further adverse pt sequela was reported.

Manufacturer narrative:
(B) (4). Restenosis is a known adverse event and is listed in the rx vision instructions for use. Although a conclusive cause for the reported pt effect and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. (B) (4) "bare metal stent implantation for in-stent restenosis with drug-eluting stent".